Manufacturer narrative:
No sample has been received by manufacturing for evaluation. A review of the device history record related to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates that there are three additional complaints associated with the lot for the reported issue. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information is confirmed to be unavailable for this report. (B)(4).

Event description:
A clinical coordinator reported that a knife was dull during cataract surgery. There was no impact to the patient. Additional information is confirmed to be unavailable for this report.

Manufacturer narrative:
Additional information is provided. One opened and six unopened knife samples were received in blisters for the report of a dull blade. The samples were visually inspected and were found to be conforming. The samples were then functionally tested for penetration and were found to be conforming. As the returned samples were found to be conforming, a dull blade as described in the complaint was not confirmed and a root cause cannot be determined. No action was taken as the returned knives were manufactured to specifications. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No further actions are required. The manufacturer internal reference number is: (B)(4).